Event description:
It was reported that the cooling patient and rectal probe was not providing consistent temperature to the arctic sun device. Rectal probe plugged into the bedside monitor was showing consistent patient temperature (pt), but when they plug into the device the temperature was jumping all over. Replaced probe and temperature in cable but no resolution. Advised to swap out device and send to biomed for evaluation of temperature 1 port. Per follow up information received via task on 11nov2025, spoke with biomed who stated it had looked like the connector port had been pushed inward and caused the circuit card to unseat and believed this was due to nurses connecting and disconnecting the cable too roughly. The biomed noted that the cable that was sent down with the device also seemed to have some signs of damage from jamming it into the port connector. Biomed has disposed of the cable and reseated the card. The device was running without issue at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cooling patient and rectal probe was not providing consistent temperature to the arctic sun device. Rectal probe plugged into the bedside monitor was showing consistent patient temperature (pt), but when they plug into the device the temperature was jumping all over. Replaced probe and temperature in cable but no resolution. Advised to swap out device and send to biomed for evaluation of temperature 1 port. Per follow up information received via task on 11nov2025, spoke with biomed who stated it had looked like the connector port had been pushed inward and caused the circuit card to unseat and believed this was due to nurses connecting and disconnecting the cable too roughly. The biomed noted that the cable that was sent down with the device also seemed to have some signs of damage from jamming it into the port connector. Biomed has disposed of the cable and reseated the card. The device was running without issue at this time.

Manufacturer narrative:
Bd has determined that this issue was confirmed as a use-related event. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause for the reported issue is the temperature cable being plugged in too roughly causing damage to the cable. Biomed has disposed of the cable and reseated the card. The device was running without issue at this time. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Connections: 1) use only approved cables and accessories with the arctic sun temperature management system control module (appendix b). 2) inspect the accessories for wear, breakage, or fraying before use. Replace if necessary. 3) connect the fluid delivery line, temp in 1 cable, temp in 2 cables (optional), temp out cable and fill tube to the back of the control module. 4) plug the power cord into the wall outlet. Position the arctic sun temperature management system so that access to the power cord is not restricted. "Visual inspection and return to use: 1) after cleaning and disinfecting the device per the instruction provided, examine the device for cleanliness. If visible soil remains, repeat manual cleaning instructions. 2) inspect cables and hoses for signs of damage. 3) inspect external shell for discoloration or cracking. 4) inspect labels for legibility. 5) do not use the device if it has failed visual inspection for soil after multiple cleaning attempts, or if there is visible damage. Contact bd customer support for additional recommendations. 6) store the device in a dry and clean environment when not in use." Based on the results of the investigation, no additional actions are needed. Corrections: f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.